Manufacturer narrative:
Device manufacturer date: sn (B)(4): 03/11/2013; sn (B)(4): 08/25/2016. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was able to power on but failed a pulse test. The cause for the failure was isolated to contamination inside of the monitor on j1003aa on the defibrillation board. The contamination on the j1003aa allowed high voltage to deviate to low voltage circuitry, damaging multiple components on the computer / analog (ca) board and defibrillator pca. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitors.

Event description:
A us distributor contacted zoll to report that two monitor's used by the same patient would not power on.